Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. The motor assembly was found corroded. Unit received with cracked case at display window corners and belt clip slot and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump has a blank display and the display window is foggy. A battery change has not resolved the problem. Customer does not recall any significant events leading to the error. Customer's blood glucose was 164 mg/dl at the time of incident. Troubleshooting was done for blank display but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.